Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of 2018-oct-06: prialt with concentration 12.8 mcg/ml at a dose rate of 3.687 mcg/day, and baclofen with concentration 1000 mcg/ml at a dose rate of 288 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was received for analysis.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen and prialt (concentrations and doses unknown) via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. The patient reported to the emergency department (ed) with his pump alarming due to a motor stall. There were no environmental/external/patient factors that may have led or contributed to the issue to report. Interrogation of the pump revealed a motor stall and the replacement of the pump was planned for (B)(6) 2018. The patient was admitted for observation and stabilized. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was asked and unknown and would not be made available (legal/confidential reason) and the patient¿s medical history was asked and would not be made available (legal/confidential reason). Additional information was received from the rep on 2018-oct-08 indicated the pump was replaced and would be returned. No further complications were reported/anticipated or expected.